Manufacturer narrative:
Failure analysis noted that the insulin pump had intermittent button response due to moisture damage on the keypad traces. The pump had scratched lcd window, cracked display window corners and cracked reservoir tube lip. There was no moisture damage inside the pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 176 mg/dl at the time of incident. The customer's mother stated that the pump was in the washing machine. The pump had lines down the screen going vertically and then had a blank display. She stated that while the pump was still on there was a black dot on the screen next to the reservoir icon and when they press a button nothing happened. She was advised to discontinue use of the device and revert to a back-up plan. She was advised that the device would be replaced. The insulin pump was returned for analysis.